Event description:
It was reported that the manufacturer representative was with a health care provider (hcp) doing a battery change out and they got a tiny bit of blood in the connector block of the implantable neurostimulator (ins). They tried using absorbable silk and a syringe and the blood was still in there. It was noted that the impedances were greater than 4000 ohms. Additional information received reported that the issue had been resolved and a new ins was used to resolve the issue. It was noted that no intervention was necessary. The manufacturer representative could not drive for about 3 weeks and once they were driving on their own again they would mail the device back. Additional information received reported that the patient may have gotten married since their implant. The manufacturer representative was not sure when they would be able to get to the post office and was coordinating rides to cases and other things when their family was available to take them. It was noted that they wanted follow-up in 1 week to see if they had shipped it yet.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# v033708, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the manufacturer representative was now on vacation and would return in 3 days. They would be returning the device during the week of (B)(6) 2014. Additional information received reported that the manufacturer representative was unable to retrieve the device from the hospital. The operating room (or) staff did not have it and there was no record of the device in the lab where it must go before it was released to the manufacturer. It was noted that if they ended up coming across the device they would let the manufacturer know as soon as possible.